Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted confirmed that all electrical testing passed electrically and visually using destructive analysis, and no conductor or insulation breach were observed. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and that the pacing capture threshold in the right ventricle was elevated. Oversensing due to non-physiologic signals/sensing integrity counter was noted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high thresholds and was possibly fractured. The lead was removed, replaced, and no patient complications have been reported as a result of this event.